Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed pump was in excellent condition. Primary audible alarm post and auxiliary control unit (acu) watchdog failure as sympathy alarm to primary alarm found in the event history log. During functional testing using the power up process and the occlusion test the reported issue was unable to be duplicated. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. A corrective and preventative action has been opened to address the reported issue. Replaced speaker as preventive measure and performed power up process and all the functional tests passed.

Event description:
It was reported that the pump exhibited an auxiliary control unit (acu) watchdog failure. No patient injury was reported.